Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported intracranial hemorrhage and hypertension could not be conclusively established through this evaluation. Additionally, the report of low flow alarms with elevated pi was confirmed through the evaluation of the submitted log files. A specific cause for these events could not be conclusively determined. The controller event log file contained events from 24nov2023 through 26nov2023. Multiple low flow alarms were captured on (B)(6) 2023 that were associated with elevated pulsatility index (pi) values. No other notable events were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists potential adverse events, including hypertension, bleeding, and stroke, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also addresses all pump parameters. The IFU explains that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle). This IFU also describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, document (B)(6) , rev. A, and clinicians, document (B)(6) , rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mmhg. The patient handbook and IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on handling emergencies is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 health effect - clinical code: 4850 sleepiness/drowsiness/somnolence. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023 at 9:00 am, the patient had an episode of high blood pressure with high pulsatility index (pi) and low flows. At 10:00 am, the patient was found to be neurologically drowsy with left hemiplegia. Imaging of the brain was performed, and a large right intracranial hemorrhage (ich) was found. The event was reportedly not device related. The cause of the ich unknown.